Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. For your reference, insulet modified our internal investigation finding codes effective 25 may 2020 as part of an effort to improve the classification of findings to improve the power of trending data and make the findings more intuitive. The new findings codes will use the system of finding category (e.g. Hardware component), followed by the affected component (e.g. Needle), followed by the condition (e.g. Bent). Therefore you may notice findings that appear to be new or different but in fact are just renamed for improved data value. Insulet would be happy to explain any mapping of the old to new finding codes if you have any questions.

Event description:
It was reported that the patient's blood glucose (bg) levels reached over 250 mg/dl while wearing the pod between 4 and 24 hours. Patient's mother reported bg levels remained high despite boluses (36 units total) being delivered; the pod was also leaking. When removed from the infusion site (abdomen), the pod's cannula was found bent. As treatment, patient drank fluids, a new pod was applied and a bolus (around 5 units) was delivered.

Manufacturer narrative:
No issues were observed with the exposed portion of the soft cannula during investigation. Fluid was observed passing through the fluid path successfully and exiting through the distal tip of the soft cannula. Inspection of the device did not find any issues with the cannula assembly that would result in leaking during wear. No other damages or defects were found that would result in a failure of the device to deliver insulin.